Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/12/2013 with the following findings: investigation revealed a dim display screen with a red tint. A new display screen was inserted and the display screen was fully functioning and illuminated to normal contrast. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.